Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on january 2019 by the journal sports of medicine ¿is patient satisfaction associated with clinical outcomes after osteochondral allograft transplantation in the knee?¿ the study reviewed 93 patients identified that patients experienced epiphyseal deficiencies with chondral darts in 38 patients during the 3 year follow-up. 5 patients required reoperation for hardware removal and the remaining 33 required reoperation or other unknown reasons. Ref: tirico lep, mccauley jc, pulido pa, demange mk, bugbee wd. Is patient satisfaction associated with clinical outcomes after osteochondral allograft transplantation in the knee? Am j sports med. Jan 2019;47(1):82-87. Doi:10.1177/0363546518812420.